Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose levels were 506 mg/dl. Troubleshooting revealed that the insulin pump was programmed correctly. It was also stated that the customer had not changed the infusion set for a few days.